Event description:
While doing wound dehiscence for the second time on the same pt in four days noted that one surgipro (from covidien) suture had unraveled where the knot was tied. Provider stated that he used "about twelve knots" on suture. Dates of use: (B)(6).